Manufacturer narrative:
No conclusion code available. Final analysis found an integrated circuit anomaly and burn marks on the main circuit board resulting in power anomaly.

Event description:
It was reported that the transmitter was unable to turn on due to a storm/power outage. The transmitter was replaced.